Event description:
It was reported that, "while removing a reflex hybrid plate, surgeon broke two draw rods for the hybrid revision screwdriver."

Manufacturer narrative:
Method: device history review, complaint history analysis and risk assessment. Results: the device history was reviewed and no relevant deviations were reported. There have been (B)(4) previous complaints involving (B)(4) units. Investigations into past complaints concluded that the failures were the result of user-error, ie, over-angulation. The surgical technique also states that "the revision driver must be axially aligned wit the screw trajectory and fully seated in the screw head before inserting or tightening th inner shaft". There were no reports of adverse consequences to the patient as a result of the instrument breakage and all fragments were removed. The reflex-hybrid revision driver draw rod tip is made from biocompatible material to mitigate the risk of it potentially remaining in a patient. Conclusion: a thorough investigation could not be performed due to the unavailability of the implicated instrument. However, the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this cause bending or breaking of the inner shaft".